Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. Investigations found that sample received with cracked transducer luer caused the issue. A leak in the transducer's luer caused the arterial kit leaking, as per the complainant. It is possible that the issue was caused by mechanical stress during the product application. According to stress impressions on the luer body, the crack could be caused by overtightening or incorrect threading between the male and female luer during the product set-up/application. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.